Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead thresholds rose above the programmed outputs. The right atrial (ra) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.